Event description:
The information received from the field states that this 50 year-old female patient with massive clots in her pulmonary artery was presented to the interventional lab for placement of a trapease vena cava filter. The information states that after 4 days with the filter in place the patient collapsed in the hospital. After CPR was performed the patient was taken to the ICU, where subsequently, she expired. An autopsy was ordered by the family, which showed that the filter had migrated to the tricusid valve of the heart.

Manufacturer narrative:
The product was not returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.